Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2026. During the procedure, the band failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported as stable.

Manufacturer narrative:
Block h6 (device codes): problem code a050501 captures the reportable event of bands failure to deploy.